Manufacturer narrative:
All of the buttons functioned properly however; the insulin pump had corroded keypad traces. No button error alarm noted. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners and cracked lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm cannot be cleared. Customer does not recall any significant events leading to the error, but indicated that the pump was exposed to moisture from sweat. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.